Manufacturer narrative:
The investigation determined that non-reproducible, higher than expected vitros amon quality control results were obtained on a vitros 5600 integrated system. The assignable cause of the event is user error associated with the use of an ammonia based cleaner in the laboratory that subsequently caused microslide incubator contamination. Results of within-run precision testing demonstrated that the vitros instrument was not performing as expected at the time of the event. After completion of service actions acceptable vitros amon performance was observed. The assignable cause of this event was user error related. (B)(4).

Event description:
The customer observed four non-reproducible, higher than expected vitros amon quality control results using two different vitros amon reagent lots on a vitros 5600 system. The magnitude of bias observed breached vitros amon potential health and safety criteria. Reagent lot 1015-0242-1891, vitros amon qc results of 132.1 and 140.1 mmol/l vs. Expected result 181.0 mmol/l. Reagent lot 1015-0242-1507, vitros amon qc results of 141.1 and 140.3 mmol/l vs. Expected result 181.0 mmol/l. Biased results of the direction and magnitude observed may lead to inappropriate physician action, should they occur undetected on patient samples. Ortho was not made aware of any erroneous vitros amon patient sample results tested during the time frame of the event. However, the investigation cannot conclude that patient samples were not or would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint numbers (B)(4).